Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of noise resulting in oversensing noted on the right ventricular (rv) lead. There was also an increased capture threshold, loss of capture, r-wave amplitude variation, and increased pacing lead impedance (pli). A lead fracture was alleged to be the cause, but this was not confirmed via x-ray imaging. The lead was capped and replaced, and the patient was stable with no consequences.